Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm for 10 seconds. The device was simply removed from the patient's body and pinhole was noted. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.